Manufacturer narrative:
(B)(4) the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid left circumflex coronary artery. The 3.00x15 mm xience xpedition stent was implanted successfully and a dissection was noted. The dissection was treated with another xience xpedition stent. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure.